Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer wanted to change the pump's correction factor and carbohydrate ratio as they were allegedly entered incorrectly. There was no reported impact to the customer's blood glucose. The correct values were confirmed with healthcare provider and the customer adjusted to pump settings.